Manufacturer narrative:
The fsr replaced the level module. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that the level module would not alert or alarm. There was no patient involvement.

Manufacturer narrative:
Updated block: d9.